Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 167 mg/dl. The customer stated when going to give a bolus the pump was rewinding and received an alarm. The customer wants to know what happened and informed her that we need to troubleshoot the pump. The customer declined to troubleshoot, instead she want to know when she will receive her other pump.